Manufacturer narrative:
H6: investigation summary. Bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, oil gel globules were observed. The retain lot samples were expired at the time of this clinical investigation. They were tested by indirect draw and confirmed the issue as well. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. The reported gel globules issue was noted in visual observations, but marginal in degree. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that there were oil gel globules during use with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml. The following information was provided by the initial reporter: gel beads in pbmc layer cpt tube. Results of the test, the customer performed in their lab with the cpt tube; tubes were let from 17th to the 24th aug (7 days). - in normal conditions : in the dark at 15-25°c. - in the fridge (2-8+c). - directly exposed to sunlight (behind a window). - stored at 30°c. To fill up the tubes, we used 8ml of pbs and we centrifuged them 1800g for 20minutes at rt with brake. No gel particles were observed, in none of the tubes. With this experiment I tend to say that the problems we had observed were lot-related and not due to external conditions, as it seem, none of the tested condition impacts the gel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were oil gel globules during use with a bd vacutainer® cpt¿ nc: 1.0 ml ficoll¿: 2.0 ml. The following information was provided by the initial reporter: gel beads in pbmc layer cpt tube. Results of the test, the customer performed in their lab with the cpt tube; tubes were let from 17th to the 24th aug (7 days) in normal conditions: in the dark at 15-25°c, in the fridge (2-8+c), directly exposed to sunlight (behind a window), stored at 30°c. To fill up the tubes, we used 8 ml of pbs and we centrifuged them 1800 g for 20 minutes at rt with brake. No gel particles were observed, in none of the tubes. With this experiment I tend to say that the problems we had observed were lot-related and not due to external conditions, as it seem, none of the tested condition impacts the gel.